Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the reportable event an error e401, indicating an lt control timeout that occurred repeatedly and the damage to the fibre bonding in the outer tube area at the distal end, which also had a dent, were caused by a component failure. The absence of an image display occurred due to a broken video cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope displayed error e401, indicating an lt control timeout that occurred repeatedly, no image was displayed and the fibre bonding in the outer tube area at the distal end was damaged and had a dent. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction. Updated fields: h2. Corrected fields: a2, a4, a5, a6, b6, b7, d5, e1, e2, e3, e4, g2, g3, h6. Correction is being made to previously submitted g3 date received by manufacturer, which was not late. The correct date was 02/17/2026. The reported failure was confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There is no additional information received from the customer.